Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a temperature alarm occurred. It was noted that the customer was able to clear the alarm and resume insulin delivery. The customer's blood glucose level was approximately 450 mg/dl and it was addressed with manual injections.